Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken reservoir tube lip and minor scratches on display window noted. The test reservoir doesn't stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
The customer reported via telephone call that the reservoir compartment was broken and that the reservoir would not lock into place. The blood glucose reading was 213 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.